Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during a band ligation procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the band ligator failed to release the bands. The physician removed the band ligator and used another speedband superview super 7 device to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition following the procedure was reported as being stable.

Manufacturer narrative:
Reported event of bands failed to deploy. The device was not returned; therefore, a technical analysis could not be performed. Given the event description, there isn't enough information to determine a probable root cause. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.